Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and all conductors were distorted. It was also noted that the outer insulation had a cosmetic cut, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the lead was able to be implanted but then it dislodged. During reposition attempt, a 0.014 inch guidewire could not be passed through the midway point of the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.